Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's display went blank during patient transport. The user cycled power and observed that all data was cleared. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported by the customer.